Event description:
Customer attempted to remove battery cap, but it is chewed up. Customer attempted to remove battery cap with flathead screwdriver, but it breaks up the battery cap even more. The blood glucose reading was 102.6 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot. (P). Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.